Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025 the patient was reported as having heavy menstrual bleeding who used contraception procedure was performed under sedation. Prior to the procedure, hysteroscopy revealed a large uterine cavity with an arcuate configuration. The novasure device was deployed on one side of the arcuate cavity. Post procedure, a hole developed on one side of the uterus, reportedly due to tissue necrosis. A laparoscopy was subsequently performed to identify and surgically close the perforation. Additional information received: patient was a 47-year-old female, the ablation lasted 54 seconds, during the hysteroscopy they observed the large cavity with an arcuate uterus but probing was normal, therefore novasure was inserted. Patient was later admitted on (B)(6) with pain, fever and started on antibiotics. Later on (B)(6) CT scan revealed hematoma in the pelvic cavity. A diagnostic laparoscopy revealed a perforation at the funds which was stitched and an infection was observed at the tubal ostia on the right side. The patient was flushed and continued with antibiotics. Patient was reported to have recovered well with antibiotics.